Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the surgical technique that state that this type of event can occur: under warning and precautions it states: "bone screws and pins are intended for partial weight bearing and non-weight bearing applications. These components cannot be expected to withstand the unsupported stresses of full weight bearing." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a femoral plating procedure on (B)(6) 2015. During the procedure, the device for anchoring the plate temporarily to the bone fractured. The fracture fragment was left in the bone and additional screws were utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the root cause of the event was determined to most likely be due to a combination of the age, wear and a bending overload being applied to the instrument.